Event description:
The manufacturer's rep reported that the pump was explanted and replaced. Implant duration is unk. No reason was given for the explant. Catheter difficulties were encountered during the procedure and a 2 cm piece of catheter fragment that was in the "tunneled portion of the abdomen" remains in the pt. Upon removing the old catheter, they were unable to retireve part of it and could not locate it under fluoroscopy. The pt does not have any symptoms associated with this and is reported to be "doing fine".

Event description:
The pump was rpelaced due to end of life. The pt was receiving morphine via the drug delivery system.